Event description:
Sales rep reported revision surgery. X-ray and photos provided. Patient has been revised to address pain and elevated metal ion levels. Upon revision, corrosion was found on the head and sleeve. The stem was cleaned and remained in situ. Ceramic head placed on stem. The complaint was updated on: (B)(6) 2014.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.